Manufacturer narrative:
Event date information is not available. Refer to manufacturer report #3004209178-2018-12192. For details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient fell and hit her head. The caller noted the patient was hospitalized after the fall and the patient was getting a little facial droop post-fall. It was reported this was a sudden change. The healthcare professional wanted to do an MRI but the caller had concerns about MRI eligibility. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the fall and facial droop was determined to be ataxia. The issue and symptoms were not resolved at the time of the report.